Event description:
A caller reported a malfunction on their pump, identified as malfunction code 3, and requested assistance. Despite the issue, the customer's blood glucose level remained within the normal range. Technical support arranged to send the customer a replacement pump with updated software and provided training resources. The customer was instructed on returning the malfunctioning pump and advised on managing the interim period using multiple daily injections (mdi) as a backup therapy.